Event description:
The customer reported a loss of tidal volume due to a leaking pressure limit control. The co svc technician inspected the device and could not duplicate the alleged event. The cup seal and check valves were replaced as a precaution. It is not verified that there was a leak or loss of volumes, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.